Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2021-37123; 2017865-2021-37127; 2017865-2021-37128 it was reported that following an upgrade to cardiac resynchronization therapy (crtd) that was moved to the right side due to occlusion on the left, the patient developed a (B)(6) and pocket infection of abandoned leads on the left side. The system was explanted. There were no complaint device or lead function by the physician. The patient¿s condition was stable before, during and after the procedure.